Manufacturer narrative:
Final analysis of the (tined lead) (v368682) revealed all conductors were broken (overstress damage) near the connector weld sites. Final analysis of the (interstim ll) ((B)(4)) revealed battery/normal end of life/telemetry and output okay.

Event description:
It was reported the patient¿s original lead and battery were removed due to impedance issues on the lead and low battery life. Additional information received four days later reported impedance testing was performed (B)(6) 2014 and all combinations showed over 4000 ohms. It was unknown if the impedance issue was the cause of the low implantable neurostimulator (ins) battery or if the ins depletion rate was considered normal.

Event description:
Additional information received noted that the patient was receiving effective treatment. See also manufacturer's report # 6000153-2014-00025.

Event description:
It was also reported that the device was explanted and replaced on (B)(6) 2014. The patient had lead removed and had revision as well as battery was replaced. Battery depletion was noted as normal. There was no patient injury. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3093-28, lot# v368682, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.